Event description:
No additional information.

Manufacturer narrative:
Correction: see h10 for related report number mw 5201770000-2026-8049.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 2026 march. Medwatch report is (B)(4). Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material ms3500-15 because the provided lot number is invalid. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported by customer that the tubing broke away from the chamber allowing medication to spill out from bottom of chamber.